Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("device breakage"), device dislocation ("migration of essure device"), pelvic pain ("severe pelvic pain"), genital haemorrhage ("heavy abnormal bleeding, abnormal bleeding (general),"), pregnancy with contraceptive device ("pregnancy") and premature delivery ("premature delivery (6 weeks early)") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and multiparous. Used naplexon for not getting pregnant before essure. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("severe vaginal pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea cramping") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced premature delivery (seriousness criterion medically significant), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal - hysterectomy; salpingectomy bilateral). Essure was removed on (B)(6) 2017. On (B)(6) 2012, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, device breakage, device dislocation, pelvic pain, genital haemorrhage, premature delivery, vulvovaginal pain, menorrhagia, abdominal pain, abdominal pain lower, dysmenorrhoea and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: abdominal pain was treated with medicine (nos) from 2013 to 2017. It was reported that most all synmptom, but not all of them had decreases after essure removal. Plaintiff took leave from her job from nov-2016 to oct-2017 for abdominal pains and hysterectomy. More two pregnancies with essure had been reported. They were captured under the following number (B)(4). Do you allege that essure caused birth defects? No. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: plaintiff fact sheet received: event uterine perforation was added. Plaintiffs address details were updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("severe pelvic pain"), genital haemorrhage ("heavy abnormal bleeding, abnormal bleeding (general),"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy") and premature delivery ("premature delivery (6 weeks early)") in a 21-year-old female patient (gravida 4, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and multiparous. Used naplexon for not getting pregnant before essure. On (B)(6) 2009, the patient had essure inserted. In november 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("severe vaginal pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea cramping") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In may 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, 2 years 2 months after insertion of essure, the patient experienced premature delivery (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hessure removal - hysterectomy; salpingectomy bilateral) and surgery (hessure removal - hysterectomy; salpingectomy bilateral). Essure was removed on (B)(6) 2017. On (B)(6) 2012, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, device breakage, premature delivery, vulvovaginal pain, menorrhagia, abdominal pain, abdominal pain lower, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: abdominal pain was treated with medicine (nos) from 2013 to 2017. It was reported that most all synmptom, but not all of them had decreases after essure removal. Plaintiff took leave from her job from nov-2016 to oct-2017 for abdominal pains and hysterectomy. More two pregnancies with essure had been reported. They were captured under the following number 2018-098635 and 2018-098654. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc (product technical problem ) incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("severe pelvic pain"), genital haemorrhage ("heavy abnormal bleeding, abnormal bleeding (general),"), device breakage ("device breakage"), pregnancy with contraceptive device ("pregnancy") and premature delivery ("premature delivery (6 weeks early)") in a 21-year-old female patient (gravida 4, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and multiparous. Used naplexon for not getting pregnant before essure. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("severe vaginal pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea cramping") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, 2 years 2 months after insertion of essure, the patient experienced premature delivery (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hessure removal - hysterectomy; salpingectomy bilateral) and surgery (hessure removal - hysterectomy; salpingectomy bilateral). Essure was removed on (B)(6) 2017. On (B)(6) 2012, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, device breakage, premature delivery, vulvovaginal pain, menorrhagia, abdominal pain, abdominal pain lower, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: abdominal pain was treated with medicine (nos) from 2013 to 2017. It was reported that most all synmptom, but not all of them had decreases after essure removal. Plaintiff took leave from her job from nov-2016 to oct-2017 for abdominal pains and hysterectomy. More two pregnancies with essure had been reported. They were captured under the following number 2018-098635 and 2018-098654. Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs received, plaintiff demographic data was added. The events: pregnancy, premature delivery (6weeks early); menorrhagia; migration of essure device; device breakage; dysmenorrhea cramping were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("device breakage"), device dislocation ("migration of essure device"), pelvic pain ("severe pelvic pain"), genital haemorrhage ("heavy abnormal bleeding, abnormal bleeding (general),"), pregnancy with contraceptive device ("pregnancy") and premature delivery ("premature delivery (6 weeks early)") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and multiparous. Used naplexon for not getting pregnant before essure. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("severe vaginal pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea cramping") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced premature delivery (seriousness criterion medically significant), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure removal - hysterectomy; salpingectomy bilateral). Essure was removed on (B)(6) 2017. On (B)(6) 2012, the pregnancy with contraceptive device had resolved. At the time of the report, the uterine perforation, device breakage, device dislocation, pelvic pain, genital haemorrhage, premature delivery, vulvovaginal pain, menorrhagia, abdominal pain, abdominal pain lower, dysmenorrhoea and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: abdominal pain was treated with medicine (nos) from 2013 to 2017. It was reported that most all symptoms, but not all of them had decreases after essure removal. Plaintiff took leave from her job from (B)(6)2016 to (B)(6) 2017 for abdominal pains and hysterectomy. More two pregnancies with essure had been reported. They were captured under the following number (B)(4) and (B)(4). Do you allege that essure caused birth defects? No. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of ptc. Incident; no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.